Event description:
It was reported that the intraocular lens (iol) had material damage in the optic area. The lens was removed during the initial procedure. Through follow ups, we learned that iol serial number (B)(6) of the same model and diopter was implanted instead. No further details were provided.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a: if implanted, give date: n/a, as lens was removed/replaced during the same procedure. Section d6b: if explanted, give date: n/a, as lens was removed/replaced during the same procedure. Section e1 - telephone number: (B)(6). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes section d9: returned to manufacturer on: 21-may-2025 section h3. Device evaluated by manufacturer? Yes device evaluation: the photograph provided by the customer was evaluated. The photograph showed a plastic bag with a label that included the following suspect product information: model, diopter, serial number and expiration date. The content of the bag could not be clearly identified by the photograph provided. No further evaluation could be performed from the photograph provided. Visual inspection of the complaint device revealed that the lens was received cut and coated in an unknown liquid. The lens was cleaned revealing the lens was scratched and damaged. The complaint issue "lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. The other observed issues could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.